Event description:
It was reported that the tesio catheter broke at the arterial connector site. The adaptor was changed and hemodialysis was done. The venous catheter broke similarly the next day. Both catheters were removed. No blood loss was reported.